Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating that the device was in use on a pt inside an MRI machine. The reported stated that the MRI tech was performing tests when the patient turned over inside the machine. The MFR tech did not hear an alarm, but found the pt had become disconnected from the ventilator and required resuscitation. No permanent adverse effects to the patient have been reported. Following the event, a biomedical tech tested the unit and found the audible alarm to function as intended.